Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Post-op new pain (unrelated to baseline). Patient was immediately explanted and sent to another hospital to rule out epidural hematoma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: product ID 977a290 lot# serial# (B)(6). Implanted: (B)(6) 2025. Product type lead product ID 977a290 lot# serial# (B)(6). Implanted: (B)(6) 2025. Product type lead additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the leads were pulled and the pain was gone. The cause was unknown. This issue has been resolved. The physician believes it had nothing to do with the device itself. The leads and device will not be returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the device was implanted for cervical indications. The patient immediately had shaking of the upper extremities. The physician told her that a CT was done and an epidural hematoma was observed which was pushing the leads to the left. The leads were explanted and the patient was sent to another hospital for observation. The patient recovered and was discharged later that same night. The patient was followed and noted to have recovered fully. The physician was reported to have no concern with the device and did not believe that a nuance unique to the device procedure itself was the cause of the epidural hematoma - but rather that it was a risk with the procedure in general.